Event description:
It was reported that a g2 filter was placed prior to a lung transplant. A month later, the patient presented with abdominal pain. It was noted that the patient had a retroperitoneal hemorrhage. Films were obtained and it appeared that the filter limbs were perforated into the ivc.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation, as it remains implanted. Several unsuccessful attempts were made to obtain additional information regarding this event. The results of the investigation are inconclusive and the root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.